Event description:
Clinical study. It was reported that 158 days after a coronary artery drug eluting stenting procedure the patient experienced a hypersensitivity reaction. The lesion being treated was a 2.5mm 95% stenosed 1st oblique marginal (1st ob marg). The lesion was pre-dilated. Then the physician placed a taxus express2 8.8% 2.50x16mm drug eluting stent in the 1st ob marg. There were no reported complications. The patient was discharged in 2004 on plavix, zocor and aspirin. In 08/2004 the patient experienced a mild hyepersensitivity reaction. It was reported that the patient experienced a rash and pruritis. This resolved after treatment of unknown topical medication. In the opinion of the physician the relationship to the taxus stent is "unknown".